Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a max delivery alarm, and was very concerned that the insulin may have given her too much insulin. The customer stated that her blood glucose levels have dropped to 112 mg/dl, and kept asking if she should seek medical assistance. The customer's fiance' took over the call, and the situation was explained to him. The fiance' was advised that the customer might need to seek medical assistance. Advised the caller that the insulin pump would be replaced due to the customer's concern that it may have delivered too much insulin. Nothing further was reported.